Event description:
It was reported that an ilet pump generated alert 38, indicating consecutive stalled motor events, which was verified in the device history, and the user experienced hyperglycemia above 400 mg/dl for several hours; the pump was restarted per instructions, but the alert recurred, and the device was replaced, with education provided on backup therapy and device shutdown. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no ketone testing, and the user was advised to obtain backup subcutaneous insulin therapy. Investigation included review of device history and user report, confirmation of the alert, and collection of information for device return and data sync. Investigation of this case revealed a motor stall alarm consistent with an insulin delivery failure associated with the pump¿s drive mechanism. The manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed, and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.